Event description:
The initial reporter received questionable elecsys troponin t stat assay results from one patient on a cobas 6000 e601 module and a cobas e 411 immunoassay analyzer. Three samples were collected on the patient one and two hours apart. The physician questioned the results and the samples were repeated. The 0 hour troponin result was 8 ng/l. The repeat result was 14.6 ng/l. The 1 hour troponin result was 14 ng/l. The repeat result was 6 ng/l. The 3 hour troponin result was 6 ng/l. The repeat result was 15.74 ng/l. The samples were also repeated on an e411 analyzer. The 0 hour troponin sample had insufficient sample left to repeat. The 1 hour sample troponin result on the e411 was 6.7 ng/l. The 3 hour sample troponin result on the e411 was 7.0 ng/l. The result of 8 ng/l was reported outside of the laboratory. It is unknown if other results were reported outside of the laboratory. It is unknown which results were deemed correct. The reagent lot used with the e601 module was 57731601 and expires 28-feb-2023. It is not clear if the same or different reagent lot was used with the e411 analyzer. Refer to medwatch MDR-72044 with a1 patient identifier pt-72044 for cobas e 411 immunoassay analyzer.

Manufacturer narrative:
The field service engineer verified all probe alignments, outputs, rinse levels, gear pump pressure, and mixing paddle alignments. No irregularities were observed. The alarm trace shows several short sample alarms on the date of the event. The qc and calibrations were performed and all were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.